Manufacturer narrative:
The device powered up properly after battery installation. The device was received with high sleep current due to corroded electronic assemblies.. The device passed self test, rewind test, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error was noted. The device was received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they received a critical pump error image on the pump screen ¿critical pump error¿ and delivery stopped. Customer advised to discontinue use of the insulin pump and revert to backup plan as per hcp¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.